Manufacturer narrative:
(B)(4). Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 critical handling alarms 11/04/2022 02:48:11.000,11/04/2022 02:48:46.000, and 11/4/2022 2:49:00.000. Pump error 53 alarm due to software error (line number 5632 file number 2005). Pump was cut open to perform visual inspection and found moisture damage on the force sensor. Force sensor zero offset within specification (24.0mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube threads, and minor scratches on lcd window. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to software error. Exposure to moisture was confirmed on force sensor. Cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked battery tube threads was noted.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.